Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received errors on coaguchek xs meter serial number (B)(4) every time she inserted a test strip. This patient mentioned she had to reset the meter 8 times. The patient also mentioned the meter was not holding the time/date settings. The patient stated she received a discrepant result when testing with the meter in (B)(6) 2019. The specific date of the event is not known. At an unknown time and date, a sample from the patient was tested using the meter, resulting with a value of 1.5 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.9 inr.